Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reported not having alternative insulin therapy; however, customer declined any further assistance or follow up from tandem technical support. There was no reported adverse impact to the customer's blood glucose.